Manufacturer narrative:
The infant curewrap involved in the incident was discarded at the hospital and was therefore not available for investigation. No photos or the location of the leak were provided. Without the ability to investigate the wrap, a root cause of the reported leak cannot be established. A review of past complaints indicates that prior to this incident there has only been one other complaint related to this lot number. The wrap involved in the previous incident was discarded at the hospital and the leak could therefore not be confirmed, however samples of 2 infant curewraps from production were tested on a criticool system for approximately 24 hours and no leaks were observed. The manufacturing and leak testing history records for this lot number were reviewed and no deviations or anomalies were identified. All curewraps are 100% leak tested by the manufacturer prior to release for shipment. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies received a report from the user facility that an infant curewrap leaked while in use causing the baby to become wet. The curewrap was replaced and therapy continued without further issue.